Event description:
It was reported from the inpatient 4th floor lerner tower that after the potassium phosphate IV bag was spiked and the nurse hung the IV bag, the tubing set separated into two pieces. It was further confirmed during follow up, that there was no patient involvement, and no delay in patient treatment associated with this event.

Manufacturer narrative:
The customer¿s report that the tubing separated was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection under magnification noted that both sides of the tubing had insufficient solvent applied at the engagement during the manufacturing process. A gap was also observed, indicating that the expected tubing was not fully inserted. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. Functional testing was not performed as the customer's report was confirmed upon visual inspection. A dimensional analysis was performed and the tubing was measured and found to be within specification(s). The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported from the inpatient 4th floor lerner tower that after the potassium phosphate IV bag was spiked and the nurse hung the IV bag, the tubing set separated into two pieces. There was no patient involvement.